Event description:
It was reported that when preparing an epidural the yellow tubing would not prime. No patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection did not detect any obstructions or other defects in the joins of the device. A kink was found on the pump tube which is caused by the ffp system since it was returned without the blue clip. Functional testing was performed with a pump and an upstream occlusion alarm sounded. The device was not able to be fully primed. Priming of the device was attempted using a syringe since the deformation on the pump tube does not allow priming the device with any other method. The fluid could pass through the ffp system with some resistance but when the pump method was tried again it could be primed without difficulty. No discrepancies were detected the whole set could be primed and once the set was run no discrepancies were detected. The failure mode can be reproduced and confirmed, however it can not be confirmed that it is attributable to manufacturing processes. The potential root cause is due to the device being received without the blue clip on the ffp system. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.